Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, recommended the account to replacing CPR switch. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support provided the account the part number of the CPR switch that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.

Event description:
On (B)(6) 2025, a customer contacted technical service to report that total care frame (product code p1900d004732, serial number (B)(6)), the head of the bed will not rise up. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.